Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker (lp), it was noted that the lp exhibited a separation failure. The lp was not used and a transvenous pacemaker was implanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.